Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that the insulin pump was not delivering the correct amount of insulin. Nothing further reported.